Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgeries in multiple patients, he has observed earlier onset of posterior capsular opacification (pco) formation, a hyperopic shift in refractive outcomes, and glistenings in the iols. The surgeon clarified that he has been noticing these issues happening in general and cannot provide specific patient information or dates of occurrence. Additional information has been requested, however none has been provided.